Event description:
It was reported that the ht bmw guide wire did not cross the lesion; however, a non-abbott device did cross. No patient effects reported. No additional information was provided. This report is being filed based on the analysis of the returned device completed on (B)(6) 2010. The bmw guide wire was returned with the polymer coating torn for a length of 1 cm and was unraveled and hanging from the guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood and contrast on the coils and black polymer coating. The black polymer coating was torn 7.1 cm proximal to the proximal solder. The material at the tear was stretched and jagged. A portion of the black polymer coating was unravelled 1.7 cm distal to the center solder for a length of 1 cm. The polymer coating was folded back towards itself 2.2 cm proxmial to the proximal solder for a length of 4.7 cm. Additionally, there were small tears sporadically throughout the entire length of the black polymer coating. The black polymer coating was bunched 1.7 cm distal to the proximal solder for a length of 1 cm and twisted 1.5 cm distal to the proximal solder, for a length of 1 cm. There was a bend in the tip 2 cm proximal to the tip ball, causing the tip to have a hook shape. The proximal end of the guide wire was passed through a 0.139 inch hole gauge and could not pass through due to the black polymer coating damage, which does not meet manufacturing criteria. The inability to cross a lesion can be influenced by physician technique, patient anatomical morphology, and patient disease state. Having the appropriate equipment selected for use, related to the case conditions, can also significantly affect crossing and it is expected that guide wires with different performance properties would perform differently in crossing attempts. The guide wire can also be damaged in the attempt to cross. In this case, no information regarding the anatomy was reported, which may have aided in the investigation. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with the guiding catheter, interaction with a torque device, interaction with patient anatomy, and/or from handling during or after the procedure. It is possible that the guide wire interacted at an angle with the guiding catheter or with a possibly heavily calcified lesion, which caused polymer coating to peel. Once the coating began to peel it is possible that it caused additional resistance, which led to additional coating damage. Due to the stretched and jagged nature of the coating it appears that perhaps it became caught on something and force was applied in order to separate it, which could have occurred during or after the procedure while handling. The additional twisting of the coating also implies that the guide wire was stuck and tugging and twisting was applied to the guide wire in order to dislodge it. Additional information regarding the damaged coating was requested, however, no additional information was available. No damage to the guide wire was noted during inspection prior to use, which would indicate that the guide wire damage was likely not pre-existing. The additional bend in the tip was also not reported prior to or after use, which could be the result of the procedure or from handling after the procedure. Overall, based on the reported information a conclusive cause could not be determined for the reported difficulties and guide wire damage, and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing 100% inspects the guide wire multiple times during the manufacturing process. Additionally, quality control performs on line reliability testing to verify product quality.